Event description:
A patient reported, "ruptured", "pain", "swelling", "discomfort", and "I am very concerned". This record is regarding the left side. Device has been explanted.

Event description:
A patient reported, "ruptured", "pain", "swelling", "discomfort", and "I am very concerned". This record is regarding the left side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 5/19/2024 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture : observed broken device assessed as surgical damage. And missing piece of shell assessed as inconclusive. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ lump/ nodule: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. As per the investigation procedure opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported, "ruptured", "pain", "swelling", "discomfort", and "I am very concerned". The device remains implanted. This record is regarding the left side.

Event description:
Implant rupture diagnosed by ultrasound and MRI.

Manufacturer narrative:
Additional, changed, and/or corrected data.